Event description:
Following placement flashback was confirmed and nurse attempted to remove the needle. The needle separated from the hub and remained within the catheter residing in the vein. The nurse removed the needle without problems and the catheter was used to complete the therapy.